Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v109244, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) did not provide relief for their symptoms (less than 50% therapy relief). It was also noted that the patient had some pain at the ins implant site. The patient desired to have the ins system explanted which then occurred on (B)(6) 2014. The cause of the event issue was not determined although it was noted that it was not product related. The patient was believed to be doing well. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.